Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge 32. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7071132.

Event description:
It was reported that the patient experienced minimal pain relief despite having good stimulation coverage and trying multiple programming options. Due to the lack of efficacy, the patient underwent a procedure where the spinal cord stimulation (scs) was removed. Post operatively, the patient was doing well. The explanted devices were disposed of by the hospital and will not be returned for analysis.